Event description:
After docking the da vinci robot on field, the camera arm of the robot would not dock on the port trocar. Several attempts were made to dock the camera without success. Case was canceled.